Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3 of 4. The home patient (hp) reported that there were open clamps on unused lines. Additionally, the hp revealed that she had disconnected before the alarm, but also reconnected before the alarm went off. The technical service representative (tsr) explained the alarm and the possible causes to the hp, assisted to clear the alarm and reviewed proper procedures per the user manual. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 was confirmed, and the cause was determined to be use error due to open clamps on unused lines during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.